Event description:
A ventilator was returned to a third party service center. There was no allegation of pt harm or injury by the customer.

Manufacturer narrative:
During the device evaluation at a third party service center, a failure of the device to charge its batteries was found. The device's power supply was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm as designed. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the manufacturer's updated reporting procedures. This program is being undertaken to address FDA warning letter (B)(4).